Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the system footswitch was disconnected between two surgeries and they were not able to connect it again physically. They noted that the cable was unplugged, the nurse replugged the cable but he badly positioned it, and the pins twisted. They straighten up the pins but the footswitch did not work. A new footswitch and cable were sent to the facility but he system did not recognize it and the footswitch did not work. Additional information has been requested but not received to date.